Event description:
A review of service data detected a reportable problem. During evaluation, battery charger/modem sn (B)(4) was unable to charge or recognize a battery. The last patient to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem was unable to charge or recognize a battery. The cause for the inability to charge a battery was isolated to corrosion on the battery board contacts. The cause of the corrosion was likely contamination of an unknown substance. The root cause of the contamination could not be positively identified but was likely ingress of an unknown substance. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.